Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
(B) (6). Same case as: 2134265-2010-01128, -01129, -01130, -01131. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced re-intervention and was hospitalized for diabetes control. During the index procedure in (B) (6) 2008, the physician implanted two unknown taxus express2 stents in the middle right coronary artery (rca) and three taxus express2 stents in the distal rca. A 9 month follow-up in (B) (6) 2009, the physician found the patient developed stable angina symptoms. In (B) (6) 2009, the patient underwent a re-intervention in the distal rca. The 77% stenosed target lesion located in the distal rca was 24.2mm long with a reference vessel diameter of 2.4mm with timi flow 3. The lesion was predilated with a balloon and the placement of an unknown size non-bsc stent. Post treatment visual inspection revealed an 8% stenosed target lesion with a 2.5mm vessel diameter. The lesion was post dilated with an unknown size balloon. 1 day post procedure, the event was considered ¿resolved.¿ in (B) (6) 2009, the patient was hospitalized for diabetes control. The outcome ¿improved¿ 10 days later and the patient was discharged on bayaspirin and plavix. The patient's status was noted as ¿good.¿

Event description:
It was further reported that in (B)(6) 2009 the patient underwent a percutaneous coronary intervention and was hospitalized. The 35% stenosed target lesion being treated located in the proximal-to-distal rca was 24.2mm long with a reference vessel diameter 2.9mm. Predilation was performed with an unknown balloon catheter. The event outcome was considered "resolved." In (B)(6) 2009, the patient experienced angina. The 62% stenosed target lesion located in the distal circumflex (cx) was 30.4mm long with a reference vessel diameter of 2.3mm. A non-tvr was performed with a taxus stent and a balloon. Post visual inspection revealed 7% stenosis, 2.4mm in diameter with timi flow 3. Per physician assessment, "the event is unrelated to the taxus stents".

Manufacturer narrative:
Correction: event date corrected from (B)(4) 2009 to (B)(4) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2008, the denovo lesion located in the mid rca was 67% stenosed, 2.9mm in diameter and 44.7mm long. The lesion was treated with predilation and deployment of a 2.5x24mm and 3.0x24mm taxus express2 stents without gap. Post dilation was not performed. Residual stenosis was 7% with timi 3 flow kept through the procedure. The denovo lesion located in the distal rca was 63% stenosed, 2.0mm in diameter and 20.6mm long. The lesion was treated with predilation and deployment of a 2.5x12mm and 2.50x24mm taxus express2 stents without gap. Post dilation was performed. Residual stenosis was 12% with timi 3 flow kept through the procedure. It was also noted that the lesion located in the distal rca was 58% stenosed, 1.8mm in diameter and 10.6mm long. The lesion was treated with predilation and deployment of a 2.5x16mm taxus express2 stent. Post dilation was not performed. Residual stenosis was 7% with timi 3 flow kept through the procedure. The patient was discharged without complications 2 days later on bayaspirin and plavix. In (B)(6) 2009, a follow-up coronary angiogram confirmed ischemic symptoms (stable angina). A percutaneous coronary intervention was performed. The lesion was 99% stenosed, 2.9mm in diameter and 59.6mm long. The lesion was treated with a plain old balloon angioplasty (poba). Residual stenosis was 35%. The event subsided and the patient was discharged 1 day later.